Event description:
I went in for 6 of 12 folflox treatment. On my way home with fluorouracil I began to feel nauseous, dizzy and faint. When I got home the symptoms continued and I also had chills and hot flashes. I had severe aches all over and it was very painful to walk. These symptoms continued through the next day and night. All I could do was stay in bed, where in the past I was tired, but still able to do things in short bits. When I went to bed the second night the pump was already empty, but I think that it had emptied sometime int he afternoon, which is twice as fast as it should emptied. I have never had symptoms like this with the other 5 treatments. I also had a slight fever on the second day 99.1 after taking tylenol.